Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had a stenosed subclavian vein. A physician elected to extract the ra lead to maintain access. However, the lead broke during the extraction procedure. The physician then decided to surgically abandon the lead and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Boston scientific received information that only the proximal segment of the lead was returned severed. The total length of the returned portion was 156 mm with the insulation ending at 132 mm from the terminal pin. The cathode coil was stretched 132 to 143 mm from the terminal pin and the anode coil was separated at 132 mm from the terminal pin. The coils were slightly stretched and the ends are burnt. Analysis determined these observations were most likely due to electrocautery.